Event description:
It was reported that on (B)(6) 2009 the patient underwent: bilateral partial l3, complete l4, and partial l5 decompressive laminectomies. Left transforaminal lumbar interbody fusion at l3-4 and l4-5 using peek cage, bone morphogenic protein, morsellized allograft, and local autograft. Right posterolateral fusion from l3 to l5 using bone mophogenic protein, morsellized allograft and local autograft. Pedicle screws placed bilaterally from l3 to l5 using stealth image-guidance. O arm used for intraoperative CT. Microscope used from microdissection. Preoperative diagnosis: l3-4 and l4-5 instability with severe central canal stenosis. Per-op notes: "the disc spaces were prepared with curved curettes and pituitary rongeurs. Posterior osteophytes in the disc space were removed with the kerrison rongeurs. A large it of bmp was used for this case, and collagen sponges were soaked in bmp for approximately 1hr. A 1x1 cm piece of bmp sponge as well as morsellized allograft mixed local autograft was packed in the anterior contralateral portion of each disc space. A 10x22mm peek cage was sized in each space. This was very loosely packed with bmp. More bone graft material was packed behind this. "It was reported that on (B)(6) 2009 the patient underwent: bilateral partial l3, complete l4, and partial l5 decompressive laminectomies. Left transforaminal lumbar interbody fusion at l3-4 and l4-5 using peek cage, bone morphogenic protein, morsellized allograft, and local autograft. Right posterolateral fusion from l3 to l5 using bone morphogenic protein, morsellized allograft and local autograft. Pedicle screws placed bilaterally from l3 to l5 using stealth image-guidance. O arm used for intraoperative CT. Microscope used from microdissection. Preoperative diagnosis: l3-4 and l4-5 instability with severe central canal stenosis. Per-op notes: "the disc spaces were prepared with curved curettes and pituitary rongeurs. Posterior osteophytes in the disc space were removed with the kerrison rongeurs. A large it of bmp was used for this case, and collagen sponges were soaked in bmp for approximately 1hr. A 1x1 cm piece of bmp sponge as well as morcellized allograft mixed local autograft was packed in the anterior contralateral portion of each disc space. A 10x22mm peek cage was sized in each space. This was very loosely packed with bmp. More bone graft material was packed behind this."

Event description:
It was reported that the patient underwent a left tlif at l3-4, l4-5 using peek cages, rhbmp-2/acs, morcellized allograft, and local autograft; right plif l3- l5 using bmp, mocellized allograft, and local autograft. The transverse processes from l3 to l5 were also dissected out. Bmp as well as morcellized allograft mixed with local autograft was packed in the anterior contralateral portion of each diskspace. A cage was sized in each disk space. This was very loosely packed with bmp. More bone graft with local autograft was packed in the anterior contralateral portion of each disk space. More bone graft material was packed behind this. The rest of the bmp was rolled in bone graft and placed posterolaterally on the right from l3 to l5. Sometime post op, the patient reportedly suffered nerve damage.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.